Event description:
It was reported that the customer went to the emergency room (ER) with a low blood glucose (bg) level of 43 mg/dl. Cause was not known. Customer consumed carbohydrates to address bg. Customer was discharged later the same day with the issue resolved and no permanent damage. Reportedly, customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.